Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had an audio anomaly. The customer¿s blood glucose level was 104 mg/dl at the time of the incident. Customer states that in stating that she received her insulin pump again and it did not beep and hit act on beep long and it did not work we also did a self test twice and the alarm did not beep at all. Customer declined to troubleshoot. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement and self test. No audio/vibrate anomaly/absence of alarm noted during test.